Manufacturer narrative:
(B)(6). Investigation: the DHR, quality notification and maintenance evaluation were performed for catalog 990174, batch number 7193741 and no deviation was found for this batch. No samples or pictures were sent for analysis not being possible to perform an investigation and determine the root cause. The DHR was performed, quality notification and maintenance evaluation and no deviation was found for this batch. No samples or pictures were sent to analysis not being possible perform an investigation and determine the root cause. DHR review: the batch complained was manufacturing during 08/19/2017 until 08/19/2017. The inspections carried out on the assembly machine semo03 were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 01 hour in 36 pieces. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. During the batch manufacturing, no deviation was found that could impact the defect occurrence and without samples or pictures it was not possible to determine the root cause. Based on no sample/ no photo, the investigation concluded: bd was not able to confirm the customer¿s indicated failure.

Event description:
It was reported during use of the bd plastipak¿luer-lok¿ ¿leakage occurred and customer states "when using the syringe the leakage occurs and it is not possible to hold it tight.¿ also stated that the needle does not attach properly to the syringe. There was no report of injury or medical intervention.